Event description:
While implanting the last screw of a two level cervical plate, the secure ring detached from the plate and remained on the indtrument. The secure ring was removed from the instrument. The secure ring was removed from the instrument/surgical site. The surgeon implanted the screw without the secure ring.